Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No rewind anomaly was noted. The insulin pump had a cracked case at a display window corner, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported that there were two hospitalizations over the weekend due to delta ketoacidosis. The nurse at the hospital examined the insulin pump and noted that the buttons were periodically unresponsive. It was also mentioned the insulin pump could not rewind. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.